Event description:
Clinician called in to review an in-clinic check performed regarding oversensing seen on the ventricular lead. Tse reviewed the nsrvo (non-sustained right ventricular oversensing) episodes documented and noticed there was some oversensing seen. Clinician indicated that the lead was a newly implanted one (biotronik 413997/65, sn: (B)(6)) and theorized it may be current of injury post implant. Tse discussed how that may be a possibility and suggested that they may choose to wait for phenomena to dissipate, or may consider turning off lfa (low frequency attenuation) and adjusting max sensitivity to cover. Clinician will follow up with physician regarding next steps. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).